Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction, have been tested. Under optical microscopic evaluation, cracks at the blood outlet have been detected. Each oxygenator is tested for tightness during the production process (according to basic operational procedure (bop) - 7517. The test is carried out at 1 bar (approximately 14 psi) for a time period of 75 min at a flow of 8 1/min. During this time devices are checked for any leakage. Maquet cardiopulmonary ag will continue to monitor incoming reports for any trends and to determine if further action is necessary. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).